Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date (remains unknown) in (B)(6) 2022, follow-up examination detected a tendency of aneurysm enlargement. On (B)(6) 2022, a reintervention was performed. At the intraoperative angiography, no obvious endoleak was confirmed. As preventive treatments, one stentgraft was implanted to extend the proximal neck, and another stentgraft was implanted to extend the left distal side. The patient tolerated the procedure.